Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, prior to patient discharge, the left ventricular lead was noted to be dislodged and to have intermittent capture, even at maximum output. The lead was revised and remains in use. No patient complications have been reported as a result of this event.